Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) y/o male pt during a seizure, using the second device and new set of electrode pads, the device prompted "check pads". The complainant reported that the pt was hairy and when the first set of pads were removed, hair was noticed on the periphery of the electrode pad CPR was being performed with an autopulse board during the pt event. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference nedwatch report 1220908-2015-01237 for the same event using a different device.